Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of muscle activity with deep inspiration. The oversensing resulted in pacing inhbition.